Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support had one unit of blood administered which was believed to be due to a hematoma. The patient continued with impella 5.5 support until successful weaning. The patient survived.

Manufacturer narrative:
The investigation for the reported hematoma has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma could not be determined.